Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb); and updated the hardware for the backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.

Event description:
Report received of an inoperative graphic user interface (gui) display. The ventilator was not on a patient at the time of the event.